Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported; "during the procedure, the surgeon utilized fixos 7.0 cannulated screws in accordance with the standard surgical technique. While inserting the final screw, the tip of the screwdriver (705212) broke within the screw's drive. It was observed that the patient's bone was harder than usual, necessitating increased force during screw implantation. The procedure proceeded without delay, as a second cannulated screwdriver bit (705212) was available in the surgical tray".

Event description:
As reported; "during the procedure, the surgeon utilized fixos 7.0 cannulated screws in accordance with the standard surgical technique. While inserting the final screw, the tip of the screwdriver (705212) broke within the screw's drive. It was observed that the patient's bone was harder than usual, necessitating increased force during screw implantation. The procedure proceeded without delay, as a second cannulated screwdriver bit (705212) was available in the surgical tray".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. Tip of screwdriver found broken. Microscopic view of the broken surface indicates towards a brittle failure of the screwdriver as evidenced by the chevron lines and fairly smooth surface at the breakage junction. Looking at the fracture lines and nature of the breakage, it is evident that an excess torsional force in clockwise direction has resulted in the breakage of the screwdriver. The internal and external diameter of the screwdriver was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related issue. The event is caused by application of excess torsional force resulting in brittle failure. If any additional information is provided, the investigation will be reassessed.